Event description:
A medtronic representative reported the surgeon was inaccurate during an o-arm procedure with the universal drill guide (udg). This did not impact the case; case was completed successfully with navigation. The medtronic representative checked instruments and found that the udg was inaccurate by a few mm when it was verified with the trocar. When verified with the bit guide, the drill guide was accurate. It is unknown if the drill guide was verified with the trocar or bit guide during case. The medtronic representative also reported that the calibration kit was used to verify the accuracy of the o-arm with a spine model and found to accurate. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The surgeon declined to provide patient information from the case. Device lot number or serial number not available at time of this report. Device manufacture date is dependent on lot number or sn, and not available at this time. Parts have not been received by the manufacturer for evaluation.